Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid right coronary artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 3.0 x 18 mm xience v stent was implanted at 16 atmospheres; however, a distal edge dissection occurred. A new 2.5 x 12 mm xience v stent was implanted to treat the dissection successfully. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.